Event description:
Reporter indicated that the pt expired. Further follow-up revealed that the pt had a chronic subdural hematoma, traumatic, and epilepsy unspecified. Emergency room notes state that the pt was found unconscious by their spouse and was taken to the emergency room. It is unk if there had been any seizures. The pt was transferred to a hosp where a CT scan was performed; the CT scan revealed a subdural bleeding in right hemisphere. This was removed and the pt was then transferred to another hosp. While in the hosp, the pt became febrile and zinacef treatment was administered. The pt subsequently died. The pt had reportedly received a greather than 25% reduction in seizures with the vns therapy. There is no evidence to suggest that the ncp system caused or contributed to the pt's death.